Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius customer service that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly coming from below the venous chamber of a combi set bloodline. Further details were obtained through follow-up with the reporting rn. The rn confirmed the location of the blood leak as below the venous chamber, where the tubing meets the connector. The leak was noted within the first two minutes of treatment. There were no machine alarms. There were no leaks or other issues noted during the prime. It was confirmed there were no changes or disruptions in pressure that could have caused or contributed to the leak. There were no obvious defects at the leak location, and there were no signs of damage. The leak location was depicted in a photo provided of a bloodline (not the one that leaked) highlighting where the leak was coming from. After the leak was identified, the patient¿s treatment was paused. The staff returned as much blood as they could; the patient¿s estimated blood loss (ebl) was less than 25 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Photos were provided for review to indicate the location of the leak; however, the photos received do not correspond to the actual sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. No device problem could be found based on the provided photos.

Event description:
A user facility registered nurse (rn) reported to fresenius customer service that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly coming from below the venous chamber of a combi set bloodline. Further details were obtained through follow-up with the reporting rn. The rn confirmed the location of the blood leak as below the venous chamber, where the tubing meets the connector. The leak was noted within the first two minutes of treatment. There were no machine alarms. There were no leaks or other issues noted during the prime. It was confirmed there were no changes or disruptions in pressure that could have caused or contributed to the leak. There were no obvious defects at the leak location, and there were no signs of damage. The leak location was depicted in a photo provided of a bloodline (not the one that leaked) highlighting where the leak was coming from. After the leak was identified, the patient¿s treatment was paused. The staff returned as much blood as they could; the patient¿s estimated blood loss (ebl) was less than 25 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.